Event description:
A company representative reported that a patient was revised approximately 3 months after implantation to address two fractured yukon polyaxial screws at t1. This report is for the second screw.